Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The reporter alleged that the up arrow, down arrow and ok keypad buttons were intermittently unresponsive. It was also noted that the keypad button symbols were worn. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 25-jul-2018 with the following findings: investigators were unable to duplicate the complaint about the keypad. No damage or peeling was found to the keypad. All keys were responsive. The keypad was removed; no evidence of contamination was observed on the key contacts. The pump was opened. No evidence of moisture corrosion was found near the keypad connector. Unrelated to the original complaint, the display screen was observed to be pink.